Manufacturer narrative:
Report source: (B)(6). Device evaluation: one cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of ?no disposable attached" alarm. Functional testing involved accuracy testing and showed the device was within specification and the reported problem was not able to be reproduced. One possible, but unconfirmed, problem source was listed as the cassette side or the circuit side. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump might have over infused during use. It was reported the end user suspected the medical fluid was over delivered. No adverse patient effects were reported. No additional information is available at this time.